Event description:
The customer observed a falsely elevated calcium result generated by the architect c16000 processing module for a patient. The sample was repeated on another instrument and a normal result was obtained. The following data was provided: customer¿s reference range: 8.6 to 10.6 mg/dl. Initial result = 17.9 mg/dl; repeat result = 9.2 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated calcium result generated by the architect c16000 processing module for a patient. The sample was repeated on another instrument and a normal result was obtained. The following data was provided: customer¿s reference range: 8.6 to 10.6 mg/dl initial result = 17.9 mg/dl; repeat result = 9.2 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting, and determined that the leaking peristaltic head tubing was the likely cause of the issue. The fsr replaced the part, and the issue was resolved. An instrument service history review for the architect c16000, serial number (B)(6), revealed no additional service tickets related to discrepant calcium results. A review of complaint and trending data for the architect c16000 processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the peristaltic head tubing did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module, serial number (B)(6), or the peristaltic head tubing was identified.